Event description:
The patient contacted animas on (B)(6) 2012, reporting that when they were at their healthcare professional's (hcp) office today, the hcp downloaded the pump and the pump was missing several dates. The total daily dose and bolus history were reviewed and the pump dates read from (B)(6) 2012 dates were missing. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows that the time and date reset to factory settings after a power on reset on (B)(4) 2012 at 8:30pm. The date and time were also manually set to (B)(4) 2012 at 8:37pm. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys were found to be responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.